Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp had a leak on the purge filter. No changes occurred in motor current, purge flow, or purge pressure. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The purge cassette and pump were returned. The returned pump was visually inspected and a filter vent hole was circled with marker indicating the location of the field leak. No cracks or other abnormalities were observed on the filter. Reproduction leak testing was performed on the returned pump and the filter vent hole leak reproduced from the circled hole. The filter was torn down and the back of the failing membrane was inspected and found to have the ptfe fibers exposed. The other membrane appeared to be intact with a smooth non-fibrous membrane surface. The cause of the pump leak was a damaged filter membrane resulting in a leak from the vent hole. The pump passed all post-sterile inspection criteria.

Manufacturer narrative:
D.9 added device was returned and date. H.6 updated codes as the device was returned. H.11 updated as the device was returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.